Event description:
During a wertheim hysterectomy procedure, the device did not open after firing. The distal staples in the cartridge formed properly. The surgeon oversewed the staple lines which failed. No pt injury was reported.

Manufacturer narrative:
Device not received for evaluation.